Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 10/3.00 flextome (tm) cutting balloon (tm) catheter was selected to treat the target lesion. During deflation, it was noted that the balloon ruptured after it was inflated in the lesion. The ruptured balloon was completely removed from the patient. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.